Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). The test strips have been used up and will not be returned.

Event description:
The customer complained of high results for 1 patient tested for roche cardiac t quantitative on a cobas h 232 instrument with serial number (B)(4). The initial result on the h 232 instrument using strip lot 24794310 was 1423.0 ng/l. On (B)(6) 2018 the patient was tested on the h 232 instrument using strip lot 26451210 with a result of > 2000.0 ng/l. This medwatch will cover strip lot 24794310. Refer to medwatch with patient identifier (B)(6) for information on strip lot 26451210. The patient had come to the clinic due to retrosternal pain with radiation between the shoulder blades. An angiography was performed with no abnormal findings. The clinic suspected the patient was having a non-st-elevation myocardial infarction (nstemi) due to the high h232 results. A catheter procedure could not be completed at the clinic so the patient was sent to another hospital. No information related to the patient's hospital stay is available. The patient was discharged from the hospital on (B)(6) 2018 and was registered for follow-up. On (B)(6) 2018 the sample from (B)(6) 2018 was repeated on a cobas 6000 system with a result of 0.003 ng/ml with a data flag. The sample from (B)(6) 2018 was also repeated on the cobas 6000 system with a result of 1.68 ng/ml. There is no information to suggest an adverse event occurred due to the device. The meter and test strips were requested for investigation. The test strips from lot 24794310 used on (B)(6) 2018 have been used up and will not be returned. Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
The customer has not returned any product. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Relevant retention material roche cardiac t quantitative of lot 24794310 and lot 26451210 were measured on a cobas h232 used at the investigation site with: two native blood samples and two spiked , blood samples (c=1450 ng/l and c=2100 ng/l), each blood sample and lot n=three test strips. The blood samples were measured on a cobas e411. Mean of the measurements on the cobas h232 used at the investigation site with strip lot 24794310: first native blood sample: <50 ng/l, second native blood sample: <50 ng/l, first spiked blood sample (c=1450 ng/l): 1387 ng/l, second spiked blood sample (c=2100 ng/l): >2000 ng/l . Mean of the measurements on the cobas h232 used at the investigation site with strip lot 26451210: first native blood sample: <50 ng/l, second native blood sample: <50 ng/l, first spiked blood sample (c=1450 ng/l): 1391 ng/l , second spiked blood sample (c=2100 ng/l): >2000 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml , second native blood sample: <3.00 pg/ml , first spiked blood sample (c=1450 ng/l): 1399 pg/ml , second spiked blood sample (c=2100 ng/l): 2310 pg/ml. The results of all measurements fulfill the requirements.

Manufacturer narrative:
Two samples from the patient (one plasma and one serum) were submitted for investigation. The patient samples were measured on a cobas e 411 immunoassay analyzer used at the investigation site and a cobas h232 meter used at the investigation site using relevant retention material lots 24794310 and 26451210. The investigation determined the presence of heteropholic antibodies. Product labeling states: patient samples may contain heterophilic antibodies which could react in immunoassays to give falsely elevated or decreased results.